Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 4.2 failed and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a read/write error at the medstation, specifically affecting drawer 4.2. This issue was isolated and did not impact multiple cubie pockets. A field service engineer opened the back of the auxiliary unit and inspected the connections. The medstation was powered off, and all cables connected to auxiliary 4.1 and 4.2 were replaced. Afterward, the pyxis system was powered on, and the field service engineer logged into the hardware test application (hta) to open drawers 4.1 and 4.2 and manually pop open all lids. The system was then rebooted, and the application was allowed to fully load. A user logged in to recover the failure and inventory the medications in drawer 4.2. The system functioned as intended after the field service engineer repaired the device.